Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported that the doctor stated that they had experience in the past with patient¿s/patients pumps stalling and recovering but then stalling again. It was indicated that the manufacturer's representative assumed they replaced the pumps. The device, patient, and drug information were unknown. The dates for the event were unknown. It was also unknown if it was more than one patient. No further complications were reported or anticipated.